Manufacturer narrative:
(B)(6). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. The voluntary user medwatch number is mw5068445.

Event description:
It was reported to boston scientific corporation that an advantage system was implanted during an unknown procedure performed on (B)(6) 2007. According to the complainant, after the procedure, the patient had hospitalization, disability and permanent damage. Intervention was required. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.